Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the device was inserted into the right coronary. After inflating and deflating the balloon, it was noticed that the stent was not in position. The stent was then found on the table. Reportedly, the patient is fine. No additional event or patient information is available.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. H6: results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood visible. There was contrast visible in the inflation lumen and in the balloon. The stent was returned separated from the balloon and in a plastic pouch. There was no damage noted to the stent. The balloon had loose folds. There were crimp marks on the balloon where the stent had been between the markers. There were some kinks in the proximal shaft due to the way it was rolled up for return. A laser micrometer was used to measure the stent outer diameter and this did not meet manufacturing criteria. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that after the balloon was inflated and deflated, it was noticed that the stent was not on the balloon, but was outside the body and on the table. Quality assurance analysis confirmed that the stent had dislodged, as the stent was returned in a plastic container with no damage noted to the stent. The stent outer diameter dimension was oversized; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most liekly occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. It should be noted that the instructions for use (IFU) recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. The only damage noted to the catheter was kinking of the shaft, due to the way it was rolled up in the packaging for return to abbott for analysis. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.